Event description:
Sales rep reported on behalf of the customer that the customer had ordered item with cat. No plp40400, which is an unsterile implant. He further added that they actually required a sterile device and that before memometal became part of stryker they used to put this cat no onto the orders but would actually receive a sterile device (plp40400s). It was added that since stryker processed the order according to local procedures and therefore delivered device plp40400 (non-sterile). The sales rep further reported that the customer then implanted the unsterile device. He added that the pt is now receiving prophylactic antibiotics.

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available it will be submitted on a supplemental report.